Manufacturer narrative:
Received 1 unopened urethral catheter with the outer box labeling. The reported event was confirmed with an unknown cause. During the visual inspection, it was noted that the package was damaged. It presented winkles in the film and the paper package. The catheter presented burns in the funnel. A hole was noted in the paper and the film presented 2 holes that appeared to look like burn damage. The paper lid presented black foreign material in the wrinkle area. The printing information was reviewed. It was found completed in the wrinkle area; no discrepancies were found. Also the sample was opened in order to verify the sealing area. It was found complete. The damage appears to be from an external source that does not involve the manufacturing process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "bard clean-cath for urological use only to use: insert rounded end of catheter. Do not use if package is damaged. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the edge of the packaging and the tip of the catheter allegedly looked burned, as if it was caught in a conveyor belt.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the edge of the packaging and the tip of the catheter allegedly looked burned, as if it was caught in a conveyor belt.